Manufacturer narrative:
Additional device product codes: hwc. (B)(4). Complainant device is not expected to be returned for manufacturer review/investigation. (B)(4). A device history record (DHR) review was performed for part# 02.112.137s, lot # 7064736: place of manufacture: synthes (B)(4), date of manufacture (release to warehouse): 09 november 2012, expiration date: 30 september 2022: a review of the device history record (DHR) for lot 7064736, part number 02.112.137s (description: 2.7 mm/3.5 mm lcp lat distal fibula plate 3 holes/left/73 mm-sterile), revealed no evidence of any manufacturing anomalies prior to release to warehouse. Based on the documentation review, all documentation was correctly completed in its entirety and the product associated with lot 7064736 was released meeting all required finished good specifications. All documentation which has been reviewed indicates that all parts from lot 7064736 were released to warehouse were conforming and did not contribute to this complaint condition. A review of the device history record (DHR) for synthes lot number 7027102, part number 49002 (description: crnimnpi02.112.153) revealed one non-conformance report (ncr) associated with the lot discovered during operation 20 lims inspection. Ncr was generated due to a cosmetic discrepancy where 1 out of 42 samples were described as the sides missing flats. The identified sample was determined to be conforming as it met all specifications; however, the sample was scrapped and returned to the supplier for review due to visual differences. The ncr condition did not contribute to the complaint condition as the portion of the raw material which was identified as cosmetically different is machined off of the finished goods geometry during processing. All documentation which has been reviewed indicates that all raw material released was conforming and did not contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent hardware removal on (B)(6) 2017 due to plate prominence and pain. The original implant date is unknown. The patient complained of pain on the lateral side of her ankle when wearing boots, stating that the plate was sitting too prominently and was rubbing badly. A locking compression lateral distal fibula plate, 4 unknown cortical screw and 3 unknown locking screws were removed fully intact. The surgery was successfully completed with no surgical delay. This report is for one (1) 2.7 mm/3.5 mm lcp lateral distal fibula plate. This is report 1 of 3 for complaint (B)(4).